Manufacturer narrative:
(B)(4). Eval, results: (restenosis of stented segment), (root cause of restenosis unk).

Manufacturer narrative:
Target lesion initially reported as mid left sfa confirmed as left distal sfa. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
Approximately 19 months post index procedure the review of patients arteriograms confirmed bilateral sfa disease and ankle-brachial indices consistent with claudication. The patient was rehospitalized and underwent a aortobifemoral aneurysmorrhaphy with bilateral profundoplasties; the proximal anastomosis was an end-to end to the infrarenal aorta and the distal anastomoses were end-to side taken down bilaterally on the common femoral arteries on to the profunda. The patient was discharged home 6 days post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 30 months post the index procedure the patient in-stent stenosis of the left sfa stents. Balloon only intervention was carried out and the patient recovered. The investigator has assessed that the event was possibly related to the study devices. Approximately 35 months post the index procedure it was noted that the patient had restenosis of the left sfa stents. No intervention was carried out. The investigator has not assessed the relationship between the event and the study devices.

Event description:
During index procedure, 2 complete se stents were implanted to the mid left sfa. Approx 12 months post index procedure, bilateral claudication was reported. Angiogram showed diffuse in-stent restenosis of the left sfa study stents with a focal 80% stenosis and several areas of 60% stenosis. A target lesion revascularization was performed by surgery. Investigator reported a possible relationship to the device. Pt recovered with treatment. Reference MFR report number 9612164-2011-00852.